Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of seven (7) years and five (5) months due to valve degeneration leading to severe aortic stenosis and aortic regurgitation. It was also felt to be a substantial amount of patient prosthesis mismatch from the prior procedure, given the patient's overall size. The tavr procedure was performed with a 23mm edwards transcatheter valve. The valve was post dilated with a 23mm true balloon to high pressure with cracking the surgical valve with significant improvement. The mean gradient was 11mmhg and peak gradient was 2mmhg. There was no significant paravalvular aortic regurgitation. Hemodynamics were found to be excellent and tee imaging confirmed normal valve function. The patient tolerated the procedure well and experienced no immediate complications. The patient was deemed safe for discharge on pod #4. There was no allegation of device malfunction.

Manufacturer narrative:
Reference CAPA-20-00141.